Event description:
It was reported that the user experienced a nocturnal low blood glucose and did not awaken to an alert, later awakening with blood glucose measured at 170 and reporting sweating; support verified the device sound settings were at the highest level and provided guidance on enabling sound alerts in a caregiver app. Symptoms included hypoglycemia and diaphoresis. Outcomes included transient hypoglycemia that resolved without medical intervention. Investigation included technical support review of alarm settings and user education on alert configuration. Investigation of this case revealed no device malfunction identified, with user notification concerns addressed through alert setting optimization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.